Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones. The device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Device replacement was recommended. Additional information was received, stating that the device was explanted. There were no patient complications or adverse effects reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional surgical intervention that was required. Investigation summary: with the available information, bsc concludes that this device was demonstrating behavior consistent with a latent current leakage path within the battery which resulted in partial depletion of the battery. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage alert was recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. Labeling review: there was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not required further review. Investigation conclusion: problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones. The device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Device replacement was recommended. Additional information was received, stating that the device was explanted. There were no patient complications or adverse effects reported.